Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event. Since the likelihood to cause or contribute to death or serious injury could not be determined due to lack of information regarding the type of drug, the complaint is reported out of an abundance of caution.

Manufacturer narrative:
Eitan medical requested the pump for investigation. To date, the pump has not been received. When received, the investigation findings will be detailed in a follow-up report.

Manufacturer narrative:
Eitan medical has conducted multiple attempts to receive the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event. Since the likelihood to cause or contribute to death or serious injury could not be determined due to lack of information regarding the type of drug, the complaint is reported out of an abundance of caution.